Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had been in critical override mode at the device level, which had prevented the medications from appearing on patient profiles. A technical support specialist had logged into the medstation es, verified that the device was in critical override mode, confirmed that the order provided by the customer could be pulled from another device and had crossed over to the admitted patient, and emailed the customer to schedule a full synchronization to resolve the issue. No response from customer after multiple attempts from tss and tss verified issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medications were not showing up on patient's profile. The customer stated that this malfunction caused a delay in dispensing medication to the patient since the user managed to retrieve medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the medications were not showing up on patient's profile. The customer stated that this malfunction caused a delay in dispensing medication to the patient since the user managed to retrieve medication from another station. However, there were no adverse events or injuries reported based on this event.